Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08933. It was reported that removal difficulties were encountered. Patient presented with chronic obstructive arterial disease with claudication on movement and was hospitalized. The chronic obstructed target lesion was located in the right below the knee vessel. A 300mm choice¿ guide wire was advanced to the lesion. A 2.5mm x 150mm x 150cm, otw coyote¿ balloon catheter was advanced and dilated the lesion. A small remnant of stenosis was noted and the physician decided to perform additional dilatation. The coyote¿ balloon catheter was re-advanced however; when passing over the guide wire it was noted that it got stuck 140mm from the distal tip of the catheter which does not allow the device to be advanced or withdrawn. When trying to remove the coyote¿ balloon, the shaft broke. The guide wire and the balloon were completely removed from the patient. The wire and the balloon was able to be separated outside the patient's body. The procedure was completed with another of the same device. No patient complications reported, the patient was stable.